Event description:
It was reported that within a couple weeks of a lead revision, the ventricular lead exhibited noise. It was later reported that the lead integrity alert (lia) triggered, and the lead exhibited out of range impedances and additional noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: 3 - patient alerts for lead failure predictor between (B)(4) 2012 15:56:01 and (B)(4) 2012 21:07:51. Sensing - oversensing: 13 - ventricular nst<=210 ms between (B)(4) 2012 17:18:55 and (B)(4) 2012 22:36:55. 3 - vf<=190 ms average v-cycle on (B)(4) 2012 in the timeframe between 08:45:55 and 08:57:33.